Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when removing the cassette. The patient was not connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the back of the cassette. Per patient the back of the cassette burst. The patient was advised to discontinue use of the cycler and the cycler was replaced. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient did know how to perform continuous ambulatory periontal dialysis (capd) therpay and was to perform manuals. Upon follow-up, the patient stated a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when opening the cassette door after treatment was completed. The cassette door was opened and fluid was discovered in the pump module area and on the external of the cassette. The film on the back of the cassette appeared to have burst and the fluid leaked from the film on the back of the cassette. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and was able to revert to manuals to complete treatments pending delivery of the replacement cycler. No patient adverse effects were experienced, and no medical intervention was required. The patient has received the cycler replacement and has since resumed treatment using the cycler without further issue. The patient stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when removing the cassette. The patient was not connected during the incident. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from the back of the cassette. Per patient the back of the cassette burst. The patient was advised to discontinue use of the cycler and the cycler was replaced. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient did know how to perform continuous ambulatory peritonital dialysis (capd) therapy and was to perform manuals. Upon follow-up, the patient stated a fluid leak was discovered during tx complete - step 9 remove cassette of treatment when opening the cassette door after treatment was completed. The cassette door was opened and fluid was discovered in the pump module area and on the external of the cassette. The film on the back of the cassette appeared to have burst and the fluid leaked from the film on the back of the cassette. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and was able to revert to manuals to complete treatments pending delivery of the replacement cycler. No patient adverse effects were experienced, and no medical intervention was required. The patient has received the cycler replacement and has since resumed treatment using the cycler without further issue. The patient stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.